Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the optic of the lens was damaged during implantation of the lens. The iol was explanted and exchanged during the original surgery session. There was no harm or injury to the patient as a result of the event. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that the injector was removed from the blister tray to insert ovd and close the flaps. This is a deviation from the IFU, which states that the injector should remain in the blister tray until ovd is inserted and the flaps fully secured via the double click. The action of removing the injector from the blister tray prior to insertion of ovd and closure of the flaps could have caused the lens to become improperly placed in the cartridge as identified within our risk analysis. Our review of production records for the rayone spheric rao100c batch 043214451 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents of any type, have been received against the rayone spheric rao100c batch 043214451.

Event description:
On (B)(6) 2024, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone spheric rao100c. The event description provided states that on implantation into the eye the optic was observed to be damaged, necessitating explantation of the lens.